Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: carto 3 system, model #: unknown, serial #: (B)(4). Soundstar catheter, model #: unknown, lot #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a smarttouch bidirectional sf catheter and suffered diaphragmatic paralysis requiring no medical or surgical intervention. Three weeks post-procedure, the patient developed phrenic nerve paralysis. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the event. Patient was discharged. Condition will be re-evaluated. Physician¿s opinion regarding the cause of the event is that it was procedure-related. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.